Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tnt stat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.113 ng/ml and this value was reported outside of the laboratory. The result was questioned since this was the second sample collection from the patient and both the first and third collections were negative. The sample was repeated, resulting as < 0.010 ng/ml. The repeat result was believed to be correct. The patient was treated with baby aspirin and heparin based on the erroneous result. The patient is currently in stable condition. No adverse events were alleged to have occurred with the patient. The tnt stat reagent lot number was 24466401, with an expiration date of 30-jun-2018. The field service engineer could not determine a cause. He checked the probe adjustments, ran fishing line through tubing, checked all water fittings, and checked the water filter. He performed preventive maintenance on the analyzer. The high voltage adjustment was found to be low and he adjusted this. He performed a blank cell calibration after deleting all calibrations. He ran performance testing and this passed. He re-calibrated all assays and these passed. Quality controls were run and all results were within the customer's ranges. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A pre-analytic sample handling issue may be the most likely cause as centrifugation time and speed were not within the tube manufacturer's requirements. The sample was also slightly hemolytic, which would also indicate a sample handling issue.